Event description:
The customer stated she was treated by paramedics for a blood glucose reading of 33 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was disconnected during priming. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.